Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 and h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. The foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with instruction for use (IFU). However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif-xz1200 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope had foreign object come out of the nozzle. There were no reports of patient harm.